Manufacturer narrative:
(B)(4.) Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2006, patient underwent spine fusion surgery on the lumbar region of her spine from l4-5 using rhbmp-2/acs. The rhbmp-2 collagen sponge was placed outside the cage (i.e. In the disc space and over the transverse processes). Patient's post-operative period has been marked by a period of improvement, followed by progressively worsening and chronic low back pain, with pain and radiculopathy into her legs, and needles and stabbing pain in the top of her left foot. Patient must be extremely careful when bending, twisting, and moving to prevent increase in her back pain. She has pain and difficulty when performing yard and household chores, errands, and sexual intercourse. These serious injuries prevent patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with 1) degenerative disc disease, l4-5. 2) bilateral l4 radiculopathy and underwent the following procedures: 1) minimally invasive left sided transforaminal interbody fusion with cage, bone morphogenic protein and in-situ allograft. 2) minimally invasive l4-5 posterior spinal fusion with pedicle screw set. 3) transverse process fusion on the left with autograft and bone morphogenic protein. 4) percutaneous right sided pedicle screw placement. As per op-notes,¿ I used end plate shaver starting at 8 mm and going up to 12 mm. I used loop curettes and cup curettes to prepare the end plates. I placed a trial measuring 14 mm by 26 mm, ap and lateral fluoroscopy showed this to be in good position. I then placed a bone morphogenic protein sponge into the disk space. This was followed by bony autograft. This was followed by a cage measuring 14 by 26 mm. This was tapped into place with counter sinking technique. Ap and lateral fluoroscopy showed good location of the cage. I then utilized the remaining autograft inside a bone morphogenic protein sponge. The transverse processes of l4 and l5 were roughed up with a high speed drill.¿the patient tolerated the procedure well without any intra-operative complications.